Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip tang at the end of the grip assembly (grip tang). A piece approximately 4.50 mm x 1.76 mm was found to be broken off. The broken piece was not returned with the instrument. The probable root cause of the broken grip tang is attributed damages to the instrument while performing off-label surgical applications, such as needle bending; needle driving; suture snapping, or instrument mishandling. The grip-tang fragments may result if the metal injection molding (mim) is not properly retained by the overmold (om) during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a tip broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue involved damage to the instrument, specifically at the edge of the wrist, and a broken wire was present, though it was not specified which wire was broken. The conductor wire (black cable) and the grip/pitch cable (silver cable) were not damaged. The instrument did not exhibit uncontrolled motion, move in the opposite direction, or remain static. The jaws were not bent or misaligned. No material was missing or detached, and no fragments fell into the patient¿s anatomy. There were no issues removing the instrument through the cannula, and the procedure was completed using the same instrument. No photographic images or video recordings are available for review, but the instrument has been made available for return to isi for evaluation.